Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary procedure owing to intolerant severe glare. It was stated that the patient experienced severe glare and difficulty in driving at night and so, the doctor decided to explant the lens. The iol was replaced with a zcboo lens with 23.0 diopter power. The patient outcome was stated to be successful after implanting the new lens. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection revealed that the lens sample was received cut in halves. The lens condition was consistent with a lens that had been explanted from the patient's eye. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment. No manufacturing defects were found in the returned sample. The lens diopter verification result obtained from the stored electronic data in miq (measuring iol quality) system showed that serial number met optical property inspections. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.